Manufacturer narrative:
Additional information section h - evaluation method codes added: historical data analysis; 4109. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint #(B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, the console generated an failure alarm. Inflation and deflation was noted. The console was put on standby. The iabcatheter subsequently removed. There was no reported injury to the patient.

Event description:
It was reported during intra-aortic balloon(iab) therapy, the console generated an failure alarm. Inflation and deflation was noted. The console was put on standby. The iabcatheter subsequently removed. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint #: (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, the console generated an failure alarm. Inflation and deflation was noted. The console was put on standby. The iab catheter subsequently removed. There was no reported injury to the patient.

Event description:
It was reported during intra-aortic balloon(iab) therapy, the console generated an failure alarm. Inflation and deflation was noted. The console was put on standby. The iabcatheter subsequently removed. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The pressure tubing was also returned. Two kinks were found; one the catheter tubing near the y-fitting approximately 76.2cm from the iab tip and the other on the slightly stretched inner lumen within the membrane approximately 16.3cm from the iab tip. An optical fiber break and penetration was observed at the kinked location of 76.2cm. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and pressure tubing was performed and a leak was confirmed on the catheter tubing. The penetration found in the catheter tubing appears to have been caused by a severe kink flexing back and forth that eventually penetrated the tubing causing the reported problem. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint # (B)(4).